Event description:
Caller reported they did not see drops of insulin at the end of tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by changing infusion set and cartridge, successfully resuming insulin delivery.